Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was received that this device (and the competitor lead) were replaced, but the issue was not resolved. It is therefore likely that the implanted material was not related to the syncopal episode. It is believed that fluctuations in ventricular pacing threshold were responsible for the issue.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and was hospitalized. The physician noted loss of ventricular activity. Analysis of a save to disk showed that right atrial (ra) lead impedance was stable and within range. The right ventricular (competitor) lead showed increased pacing impedance that was within range, with two spikes of higher values that returned to normal, and loss of capture. Shock impedance was stable and within range. The device recorded 15 episodes of pacemaker mediated tachycardia (pmt). The ra lead (B)(4) showed background noise with episodes of farfield oversensing. The loss of capture could not be reproduced. The patient also reported hearing beeping tones from the device. No further adverse patient effects were reported.